Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and partial display. Customer's blood glucose at time of incident was 101 mg/dl. Customer was advised to insert new aaa alkaline battery and display did not return. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics assembly. Unable to confirm the missing segments/partial display and unable to perform any tests due to the blank display. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners and minor scratches on the display window noted.